Event description:
It was reported that during a lap bowel procedure, the system alarmed but there was no error code given. They removed the device and proceeded to clean the tip. While cleaning, the tip broke off. They pulled a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.